Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that after having gum graft their lower teeth shifted. Their periodontist recommended that they do not move their lower teeth anymore. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.